Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. The product was evaluated. An external visual inspection was performed and passed. A receiver load test was performed and failed. A resistance continuity test was performed and failed due to usb cable defective and usb cable overheating. The allegation was confirmed. The probable cause was determined to be defective usb cable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).